Event description:
It was reported that during a unspecified treatment procedure, insertion difficulties occurred. The target lesion was located in an unspecified artery. Difficulty was noted while attempting to insert a non bsc guide wire through the insertion tool included with the advantage balloon catheter inflation device. A kink was noted on the non bsc guide wire. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is supplier issues. (B)(4).